Event description:
It was reported svt ablation ended normally. However, twelve hours post procedure, the pt experienced a stroke and expired.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record was not possible as the serial number is the array catheter and ensite system are unk. The MFR. Reorder and lot number of the associated ablation catheter are unk. The cause for the reported stroke and subsequent pt death remain unk. The facility has not filed a complaint on the performance of the ensite system or the array catheter. The physician does not allege that the event was caused by use of the ensite system or the array catheter. No add'l info is available at this time. Attempts to obtain add'l info regarding this event have been unsuccessful.